Event description:
User facility reported the device was in use with pt. According to reporter the device became blocked which caused resistance with ventilation. According to reporter the device was removed from use and replaced with another tube. No adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.